Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse atrial fibrillation, the faradrive steerable sheath clear was selected for use. It has been mentioned that the faradrive was dripping blood from the back end during the octaray mapping. The mapping catheter was exchanged for a farawave and dripping was stopped but air bubbles were seen when aspiring. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as disposed. It was further reported that a pump was used for irrigation. Air was seen in the lure and no air seen in the patient. Approximately 5 to 10cc blood loss occurred in slow drip.